Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer tested the light probes in both illuminators for symptoms of the reported issue. It was observed that both illuminators were working, the radio frequency identifications (rfid) were green, and the laser was working correctly. The facility did not request service. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the illumination was not working and the laser portion of the system was not working. The case was completed with no patient impact. Additional information has been requested but not received.